Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead what was returned was otherwise normal.